Event description:
Patient's meter would not power on. Medical affairs specialist spoke with patient to obtain additional information. Pt explained that the meter started having the power issue in 11/2002. They normally test 3 to 4 times a day and were unable to test for several days. They had been struggling with pneumonia, weight loss, and not eating. They purchased new batteries and were still unable to resolve the issue. Patient normally takes 50 units of 70/30 insulin, twice a day. Due to their weight loss, patient had been taking 40 units twice a day. Patient had a hard time waking up. When they became alert, they realized they were experiencing a diabetic shock. They felt cold, sweaty, and had a dry mouth. Family member brought them some food and they were able to go downstairs for a while. Soon after, they decided to sleep again. When they woke up one hour later; they had the same symptoms. Patient reported taking their insulin, even though they could not test their blood glucose level. The patient did not contact the emt or seek any medical attention from a health care professional. They reported treating themself at home for what they believed to have been two episodes of severe hypoglycemia and diabetic shocks. The customer service rep walked patient through checking that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly). The meter was replaced due to an unresolved power issue.